Manufacturer narrative:
Concomitant products: micro catheter (asahi corsair pv, asahi intecc), guidewire (chevalier 14 pl-x,fmd ) and balloon (3.0*80 sleek, cordis). (B)(4). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the left iliac artery and the left superficial femoral artery, it was reported that pre-dilation was performed with a sleek balloon catheter (3.0 x 80) at the left superficial femoral artery. A smart stent delivery system (7.0 x 120) was attempted to be inserted but it could not cross. Therefore the target lesion was changed to the iliac artery. A powerflex pro (7mm 4cm) was delivered to the lesion and inflated. However it ruptured at 4-5 atmospheres (atm). The balloon was removed intact and a new powerflex pro of the same size and a smart stent (8.0 x 60) was placed. After that, the superficial femoral artery was inflated with a saber x balloon (5.0 x 150). The same 7.0 x 120 smart stent could not be advanced from the left common femoral artery. It is unknown if there was any unusual for required with the sds. The stent was removed from the patient and was confirmed that there was space between inner sheath and outer sheath. The stent was changed to another new smart stent (7.0 x 150) and the procedure was finished successfully. There was no reported patient injury. The products will not be returned for analysis. A contralateral approach was made. A micro catheter (asahi corsair pv, asahi intecc) crossed the lesion over a guidewire (chevalier 14 pl-x,fmd ). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the balloon catheter or the smart stent into the patient. The balloon catheter prepped normally, maintaining negative pressure. The lesion was confirmed to be heavily calcified under angiography and mildly tortuous. The rate of stenosis was 100%. It is unknown if there were any issues with the other cordis devices used in the procedure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used or if there was any difficulty removing the balloon catheter from the patient.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the left iliac artery and the left superficial femoral artery pre-dilation was performed with a sleek balloon catheter (3.0 x 80) at the left superficial femoral artery. A smart stent delivery system (7.0 x 120) was attempted to be inserted but it could not cross. The lesion was confirmed to be heavily calcified under angiography and mildly tortuous. The rate of stenosis was 100%. Therefore the target lesion was changed to the iliac artery. A powerflex pro (7mm 4cm) was delivered to the lesion and inflated. However it ruptured at 4-5 atmospheres (atm). The balloon was removed intact and a new powerflex pro of the same size and a smart stent (8.0 x 60) was placed. After that, the superficial femoral artery was inflated with a saber x balloon (5.0 x 150). The same 7.0 x 120 smart stent could not be advanced from the left common femoral artery. It is unknown if there was any unusual force required with the sds. The stent was removed from the patient and was confirmed that there was space between inner sheath and outer sheath. The stent was changed to another new smart stent (7.0 x 150) and the procedure was finished successfully. There was no reported patient injury. A contralateral approach was made. A micro catheter crossed the lesion over a guidewire. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the balloon catheter or the smart stent into the patient. The balloon catheter prepped normally, maintaining negative pressure. It is unknown if there were any issues with the other cordis devices used in the procedure. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used or if there was any difficulty removing the balloon catheter from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17330333 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral),¿ ¿stent delivery system (sds) failure to cross¿ and ¿outer sheath damaged-in patient¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use for a powerflex pro pta balloon catheter ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ according to the instructions for use for a smart self expanding stent ¿generally, contraindications to pta are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.